Manufacturer narrative:
The history file began on(B)(6) 2007 with a reset error alarm, followed by nine displayable history error alarms, a signal too low alarm and another reset error alarm. The daily totals from (B)(6) 2007 to (B)(6) 2007 was 0 units. No data was listed for (B)(6) 2014. The insulin pump reset to the factory default. The insulin pump was monitored for 24 hours with no error alarms occurring. An alarm was noted in the history screen to indicate corrupted history files. The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to a faulty gold force sensor resistor. The motor passed the motor test.

Event description:
It was reported that the customer is deceased. It is reported that day the customer complained about pain in leg and laid down to rest. It is reported that the customer was found dead at her house. Sating that at investigation it was noted that the reservoir in the insulin pump was empty even though there was insulin in the refrigerator. The cause of death is unknown at the time as the toxicology report is pending. Customer was wearing the insulin pump at the time of death. Blood glucose level at the time of death is unknown and last value recorder could not be verified as the device had no battery. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test. The insulin pump received with normal operating currents. The insulin pump was received with innovera alkaline battery. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
This information is provided in response to your request dated august 13, 2014 for additional information. Our original medwatch report was submitted missing the cause of death. The cause of death was reported by (B)(6) (medical examiner's office). The cause of death was hypertensive cardiovascular disease. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.